Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had fractured. The lead was capped. The patient was in stable condition. No further information was available.